Event description:
It was reported the device exhibited a high pressure alarm. Per reporter there are no kinks in the tubing, and the clamp is open. Batteries were removed and reinserted, but the alarm persists. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a high pressure alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.